Manufacturer narrative:
The investigation determined that lower than expected vitros ammonia (amon) results were obtained from a non-vitros mas alcohol/ammonia control processed using vitros amon slide lot 1020-0268-5827 on a vitros xt 7600 integrated system. The assignable cause of the lower-than-expected vitros amon results is an instrument issue related to ammonia contamination of the microslide incubator. The cause of the ammonia contamination was not determined. The historical quality control (qc) results surrounding the time of the event demonstrated imprecision of the vitros amon assay on both levels of qc fluid. Additionally, a vitros amon precision test was outside ortho acceptable guidelines. An ortho field engineer went to the customer site and replaced the microslide metering pump, the z pump motor, and the cm/rt evaporation caps. Following these service actions, a repeat vitros amon precision test was within ortho acceptable guidelines, verifying that the service actions performed by the ortho field engineer resolved the issue.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ammonia (amon) results were obtained from a non-vitros mas alcohol/ammonia control processed using vitros amon slide lot 1020-0268-5827 on a vitros xt 7600 integrated system. Mas level 2 lot aa2604 vitros amon results of 113.85, 110.8, and 113.5 umol/l versus the expected result of 142.75 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros amon results were obtained when processing a control fluid. No results were reported out of the laboratory. The customer stated that patient results were not impacted by this issue. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).